Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the unspecified malfunction alarm was cleared and insulin delivery was able to be resumed. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.